Event description:
The nurse was starting an IV to administer IV fluids. She inserted a 24 gauge angiocatheter in the left wrist, flash of blood seen and the needle was withdrawn. The nurse was attaching the heparin lock to the hub and noticed the plastic catheter was bending at a 90 degree angle just outside the insertion site. It appeared as if the plastic catheter was partially broken. The catheter was removed, no part of catheter broke off in patient and disposed of. It looked as if the catheter was "torn". No harm to patient or nurse.